Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported undersensing could not be determined.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable before, during and after procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing of premature ventricular contractions was observed on the ventricular channel. It was noted that the undersensing lead to ventricular pacing which was inducing a torsades arrhythmia. Programing changes were made. Device remains implanted.